Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl resulting in the customer losing consciousness. Low bg cause was not known and the customer consumed glucose tablets to address bg. An ambulance transported the customer to be admitted to the emergency room (ER) and healthcare providers administered a intravenous fluid to treat the low bg. The customer was released with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.